Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the turbo-elite device was returned without the guidewire. Visual inspection found the working length and tail tube in good working condition, with no breaches observed. During functional testing, an 0.018 lab guidewire was inserted from the rx port, but resistance was experienced. The guidewire was inserted through the distal end, and passed through without resistance. Then, the guidewire was reinserted through the rx port, and the guidewire passed without resistance. Heavy biologics were observed at the distal tip. H6) based on the device evaluation and investigation, the cause of the reported failure was due to heavy biologics blocking the inner lumen. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a patient using a spectranetics turbo-elite laser atherectomy catheter, along with a 0.014 guidewire. When attempting to load the catheter over the guidewire, it would not pass over the guidewire smoothly and became stuck; therefore, removed together. Upon removal, the guidewire was able to be removed from the catheter. A balloon was used, and the treatment was completed. There was no reported patient harm. This report is being submitted due to removal as a system. There is potential for harm if it were to recur.